Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a procedure due to poor sensing and unacceptable capture thresholds, lead repositioning was unsuccessful as the lead helix would not retract. The lead was explanted and replaced by a longer lead. The physician felt that they needed more length as the changes in anatomy may have led to the problems threshold increased and poorer sensing. The patient was stable after the procedure and will be followed up normally.